Manufacturer narrative:
The mayfield modified skull clamp loaner (a1059p) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - evaluation of the returned pool unit showed that it is in good working order and no maintenance is required at this time and all testing is within specifications. Root cause - the complaint is not confirmed. Probable root cause of the clamp slipping is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059p) was slipping. No information has been provided on patient involvement, injury, or surgical delay.